Event description:
On (B)(6) 2022 the physician observed unusual ecog data involving the two implanted depth leads indicative of lead breaks. The patient had two separate falls that impacted the right side of the head. One fall occurred around (B)(6) 2021. The second fall occurred around (B)(6) or (B)(6) 2022. Both falls caused trauma to the scalp, requiring stitches. The patient underwent a lead revision on (B)(6) 2022. During the revision, the connector cover was noted to be broke and both leads had visible damage. The patient was reimplanted and the surgery was completed successfully. The patient is currently programmed for detection only. A follow up appointment has been scheduled for the end of december.

Manufacturer narrative:
(B)(4). Pending investigation of returned lead.